Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Expiration date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, that the two (2) speedshift compression implant kit/continuous compression implant (cci) were inspected before the case, and the cci was not properly attached to the inserter inside the sterile box. One is broken and the other has cci off the inserter. There was no patient involvement. This complaint involves one (1) device.

Manufacturer narrative:
Additional information provided. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon manufacturer inspection of the devices, it was determined that both inserters were broken on the right island feature.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part number: se-1520-08. Bme lot number: bse170382. Manufacturing date or release to warehouse date: 13 jul 2017. Place of manufacture: biomedical enterprises, san antonio, tx. Lot expiration date: 13 jun 2022. DHR review: a review of the device history record revealed there were complaint related anomalies during the manufacturing of this product. The device history record shows this lot of speed shift 15x20x08mm was processed through the normal manufacturing and inspection operations with one nonconformance generated that could contribute to the complaint condition. Ncmr 3477 was generated due to one (1) broken insertion stick found during assembly. Relevance to complaint condition cannot be determined until the product is returned for investigation. Ncmr 3527 was generated due to one (1) kit with particulate inside the package found during final inspection. This nonconformance is not relevant to the complaint because loose particulate would not contribute to the inserter breaking while still in the package. Lot bse170382 was released as conforming as all nonconforming parts were scrapped. The review of the raw material device history record revealed one nonconformance (ncmr # 3341) to be associated to raw material lot 1705123227. The ncmr was generated due to twenty-four (24) implants that did not finish the cutting process. Lot 1705123227 was released as conforming as all nonconforming parts were scrapped. The nonconformance is not relevant to the complaint because unfinished implants would not contribute to the inserter breaking while still in the package. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented that would contribute to this complaint condition. DHR review showed there were potential issues during the manufacture of the product that would contribute to this complaint condition. Relevance to complaint condition cannot be determined until the product is returned for investigation. A product investigation was conducted: visual inspection: visual inspection was performed to determine a failure mode. Inspection showed that the inserter broke on the left island feature, releasing the implant prematurely, therefore confirming the complaint description. The root cause for this failure mode has not been determined. Corrective and preventative action (CAPA) has been taken to address this issue, which addresses the design upgrade of the product. Ncmr 3477 was generated due to one (1) broken insertion stick found during assembly. This ncmr is relevant to the complaint condition as the report of broken insertion sticks was the complaint condition. Due to additional work and investigation being in progress to assess the design of the product, no further action on this ncmr is required at this time. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not required. However, the potential impact of the design to the complaint condition is addressed under CAPA. As escalation for this failure has already been performed, no further investigation steps will be performed as part of this complaint investigation. A corrective and/or preventative action for the design of the product is already launched. No further action or investigation is required as part of this complaint file. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.